Manufacturer narrative:
Date of event estimated based on aware date.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown date the patient was admitted to the hospital with a pericardial effusion and cardiac tamponade. The physician inserted a drain into the patient to remove fluid from around the patients heart. The patient was also reported to have kidney failure. They were on a medical regimen of plavix and aspirin.